Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and calcified right coronary artery (rca). A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres, the balloon split in half. The device was replaced with a 4.0x20 nc quantum balloon catheter and the rca was stented with 3 stents. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: updated to (B)(6) 2020.

Manufacturer narrative:
Date of event: used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and calcified right coronary artery (rca). A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 16 atmospheres, the balloon split in half. The device was replaced with a 4.0x20 nc quantum balloon catheter and the rca was stented with 3 stents. There were no patient complications reported.